Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there has been a significant increase in blockages of dl power PICC solos within the hospital, across multiple clinical areas and staff (reported that this is "even happening with our most experienced staff"). This increase in blockages was highlighted to her as commencing in january. She reports the increase in blockages is at a rate of approximately 2-4 per week. Interventional radiology (ir) has been unable to fix some, whereas some have been "fixed" by using a 5ml syringe (not aligned with bd/bard recommendations). It was stated there has been no deaths associated with these blockages, however, it has delayed treatment in some cases and has required patients to have alternative IV access inserted (pivs). Course of treatment changed: yes; some delayed treatment for patients and additional IV access devices inserted. Medical intervention: yes; unblocking required. It was stated this occurred with a total of 12 devices. This report addresses the eighth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there has been a significant increase in blockages of dl power PICC solos within the hospital, across multiple clinical areas and staff (reported that this is "even happening with our most experienced staff"). This increase in blockages was highlighted to her as commencing in january. She reports the increase in blockages is at a rate of approximately 2-4 per week. Interventional radiology (ir) has been unable to fix some, whereas some have been "fixed" by using a 5ml syringe (not aligned with bd/bard recommendations). It was stated there has been no deaths associated with these blockages, however, it has delayed treatment in some cases and has required patients to have alternative IV access inserted (pivs). Course of treatment changed: yes; some delayed treatment for patients and additional IV access devices inserted. Medical intervention: yes; unblocking required. It was stated this occurred with a total of 12 devices. This report addresses the eighth device.